Event description:
Very ill pt coded within the 1st hour of treatment, and was sent to ems, where she expired. No blood pressure readings were taken or recorded in exalis. Several alarms: bpm not taken, also art/venous pressure problems.

Manufacturer narrative:
Gts field rep. Checked power supply voltages. Checked venous and arterial pressure transducers. Checked hd bpm pressure transducer. Ran through simulated treatment x2 with automatic bpm setting. Unable to duplicate reported condition. All setting and calibrations of machine are well within MFR specs. Gambro has found no evidence to suggest that its device caused, or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.